Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 78 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.